Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray generator and fuses. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported the system is displaying an error code 1283. No pt injury was reported.